Event description:
Follow-up information revealed that diagnostics confirmed ipg was inoperable and was not recovered through troubleshooting.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a procedure on (B)(6) 2018 (reference MFR. Report: 1627487-2018-09772) the patient¿s ipg was not placed into surgery mode prior to undergoing an unrelated procedure. Electrocautery was used. In turn, the ipg was unable to communicate with external device. As such, the ipg was explanted and replaced with a new ipg on (B)(6) 2018. Therapy was reportedly restored postoperatively.